Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, (B)(6): general information: complaint: (B)(4). Date of the investigation: 2022-06-20. Information to the sample: model: perfusor fm (mfc), article number: 8713820, serial number/batch: (B)(4). Software version: pfad00004, hours of operation: 1825, guarantee: no. Visual inspection: seal available (yes/no): yes (test seal p1 05/2019), seal intact (yes/no): yes, all cover caps available (yes/no): no (syringe holder cover cap missing), signs of usage (yes/no): yes, contamination (yes/no): yes, external damages (yes/no): yes, further information: n/a. Investigation results: error memory read in its entirety: with the help of the service plug the operating alarm menu was entered to the check the last unit alarm and the last operating alarms. The last stored unit alarm was ga 72 (functional processor defective program flow) / 120 (control processor 100 msec loop interrupted). The last stored operating alarms were expired standby time, pressure alarm, syringe empty and syringe alarm. The last stored unit alarm as well as the operating alarms will not have any influence of the customer described error pattern regarding the delivery deviation. Last used syringe type checked: after the perfusor fm (mfc) was switched on for the first time during the analysis procedure, we checked for the kind of syringe type used at last by the customer. According to the displayed syringe type a 50 ml ops syringe has been used during the last therapy. Pressure cut-off checked: the pressure cut-off was with a value of 63n inside the tolerance of 62n +/- 16n. Current steps checked: after the check of the pressure cut-off, the test of the mechanical pressure limitation (current steps) was performed. During the mechanical pressure limitation test no deviations could be detected. All values are within the tolerance. Current step 0 is with a value of 42n within the tolerance (current step 0 -> 25 - 55n) as well as current step 1 with a value of 54n (current step 1 -> 35 - 75n) and current step 2 with a value of 72n (current step 2 -> 50 - 90n). The value of current step 3 is with 93n also inside the tolerance (current step 3 -> 80 - 115n). Visual inspection: during the visual inspection of the perfusor fm (mfc) it could be detected that the operating unit and the housing showed cracks. Furthermore, it could be noticed that the membrane of the drive unit was heavily worn out, so that a replacement of the drive unit is recommended. The device showed age related signs of wear and tear and was slightly soiled. The cover cap of the syringe holder was missing. The technician seal was available and intact. Functional inspection: during the functional inspection no abnormalities could be detected. As part of the functional inspection the self-test could be successfully performed. After the self-test, a 50ml ops syringe could be inserted and was recognized by the pump. Afterwards the delivery mode could be started without any problems. During the further functional inspection, no abnormalities could be detected. Delivery accuracy measurement performed (50 ml ops syringe): a delivery accuracy measurement according to iec 60601-2-24 abs.50.102* was arranged. The delivery accuracy measurement was performed with a 50ml ops syringe. Here a nominal delivery rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,11%. This value is inside the instruction for use predefined performance characteristic of the device. Disassembling of the perfusor fm (mfc): during the disassembling of the perfusor fm (mfc) no damages could be detected inside the device. Evaluation: the complaint could not be confirmed. During the performed delivery accuracy measurement and the subsequent checks of the pressure cut-off as well as the current step checks no deviations could be detected. The device was working without any problems.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" "delivery rate is not correct, runs much too slow."